Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported the pt was re-admitted to the hospital one week prior with dehydration and clostridium difficile (c diff) infection. While in the hospital, the pt's condition progressed to (B)(6) and support was withdrawn. The hospital suspected that there may have been thrombus in the device.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and the report of thrombus in the pump was confirmed. A soft, acute deposition was noted in the lumen of the inlet tube within the inlet cannula. The distal side of the inlet stator (internal to the pump) also revealed an acute thrombus formation similar to the thrombus noted in the inlet cannula. This deposition in the inlet cannula was wrapped around the bearing cup. All the thrombus formations appeared to have been ingested into the pump at some point during the support duration as there were no laminated layers indicative of thrombus that formed over a period of time. Although our eval could not determine the exact origin of the thrombus formations, these depositions appeared to have developed due to a flow related issue. A root cause for any interruption in flow could not be determined. In addition, the root cause for the reported (B)(6) and the cause of the pt pt's death could not be conclusively determined based on our eval of the returned device. Examination of the textured and non-textured surfaces in the device revealed no evidence of contamination or surface defects that would have contributed to this deposition. The electrical and mechanical aspects of the device did not reveal anything that would have affected the functionality of the pump. Eval of the percutaneous lead was unremarkable. The pump was cleaned, reassembled and functionally tested under various loaded conditions using a mock circulatory loop and was found to operate as intended. A review of the device history record revealed the device met all applicable specifications. As a participant in the (B)(6) registry, thoratec was granted as of (B)(6), 2007, an exemption from the 30 day calendar reported requirement in 21 cfr 803.50 for events related to medical devices eligible for inclusion in the (B)(6) registry. Per this exemption, these events are due to the FDA no later than 90 calendar days from awareness date. The site who submitted this event is an active (B)(4) member and associated medical device is included in the (B)(6) registry. No further info is available. The MFR is closing its file on this file.